Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode based on the condition of the returned instrument. Engineering evaluation found that the main tube is broken and remains attached one and 3/4 inches from the proximal end of the instrument by the internal wiring. The angle of the damage on the instrument prevented the grip from grasping. Engineering concluded that the damage to the instrument likely occurred outside of a cannula and that the damage likely occurred as a result of mishandling. The instrument also passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported failure mode does not constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis, could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was not grasping properly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.